Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the reported issue. The ventilator passed an extended 23 hours of run in test's with customer settings, without any unusual alarms and conditions. The ventilator passed the ltv final test, which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with ventilator. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the patient was complaining that the ventilator was not giving enough volume. The customer stated that there was no patient harm associated with this complaint. The ventilator was switched out with no issues.